Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. Two (2) days post procedure, the patient presented to the emergency room (ER) in atrial fibrillation and was hypotensive. Echocardiogram revealed that there was a pericardial effusion and pericarditis. A pericardial tap was performed to treat the effusion. There were no further patient complications reported.